Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to damage. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to damage. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. Additional information received which indicated that the location of the lead damage was 1 inch distal to the electrode 4. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage, insulation tear. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to damage. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. Additional information received which indicated that the location of the lead damage was 1 inch distal to the electrode 4. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.